Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during a generator change out. The lv lead was capped. The lead was disabled years ago due to stimulation issue. The patient was stable post-procedure.